Event description:
Pt had a sigmoid colectomy surgery in 02/13/05. The pt underwent a second surgery due to persistent intra-abdominal abscess with fascial dehiscence. The surgeon found several pieces of non-dissolved surgiwrap in the abscess cavity and there was no obvious pus.